Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system including an ipg on (B)(6) 2007. It was reported he feels heat from the ipg both during recharging and when the stimulation is in use. The pt denies any traumatic events which could have contributed to this occurrence. X-rays of the pt's scs system were recommended for further interrogation. No further information is available.